Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint found in maude database: "elderly male with history of hypertension and new onset of chest pain. Having surgery for coronary artery bypass graft, an a line was inserted. During the surgery, the a-line was unable to be flushed or drew back blood. Removed from patient without known harm."

Manufacturer narrative:
(B)(4). MDR report key 11235799/MDR text key 228888043/report number 11235799 date report sent to FDA 01/22/2021. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database: "elderly male with history of hypertension and new onset of chest pain. Having surgery for coronary artery bypass graft, an a line was inserted. During the surgery, the a-line was unable to be flushed or drew back blood. Removed from patient without known harm.".